Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal impedance measurements. There were no recent allegations against the pacemaker or the right atrial (ra) lead. Subsequently, this entire pacemaker system was left implanted on the patient's left side and programmed at back up settings vvi 50 beats per minute (bpm), and a new single chamber pacemaker system was implanted on the patient's right side and programmed to vvir 70 beats per minute (bpm). No additional adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead impedance measurements had been high prior to system revision, however the cause was not determined. The original plan was to keep the existing system implanted on the left side due to the patient's age. A venogram was performed prior to opening the pocket, and confirmed that the patient was occluded on the left side. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited abnormal impedance measurements. There were no recent allegations against the pacemaker or the right atrial (ra) lead. Subsequently, this entire pacemaker system was left implanted on the patient's left side and programmed at back up settings vvi 50 beats per minute (bpm), and a new single chamber pacemaker system was implanted on the patient's right side and programmed to vvir 70 beats per minute (bpm). No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.